Event description:
Blood noted in extracorporal tubing of intra-aortic balloon indicative of a perforation. Attempts to remove balloon were unsuccessful. Balloon was removed surgically by a thoracic surgeon. Visual inspection revealed powdered clots inside balloon. A portion of the balloon catheter was saved for investigative purposes. The balloon will be retained by the hospital and if released by risk mgmt will be sent to datascope corporation for evaluation.